Event description:
An optometrist reported patient with flashes of light, floaters, and retinal detachment with a nearby tear and the hole, right eye 8 month post-operative laser refractive surgery. The optometrist indicated no alcon products caused or contributed to the retinal detachment. Additional information from the optometrist indicated the patient was in a car accident a few weeks prior to the reported event which could have resulted in the retinal detachment. The patient was referred to a retinal specialist the same day and required surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).